Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in (B)(6)of peritonitis in a patient coincident with dianeal pd2 ultrabag therapies. During a call with baxter customer service, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. The patient was recovering. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k, however, have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed on suspect lot numbers: h12a06035, h12b08047, h12c12039 and h12a02018. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.